Manufacturer narrative:
Return of product has been requested. The reporter informed the company that the product has been discarded.

Event description:
Gums sensitive [gingival pain], hits gums [gingival injury], little nicks bottom lip [lip injury], sores, raw spots bottom lip [cheilitis], brush head comes loose and hits gums, makes gums sensitive and causes sores/nicks/raw spots on lip [injury associated with device], brush head popping off, comes loose [device breakage]. Case description: report source: spontaneous. A (B)(6) male consumer reported via phone on (B)(6) 2017 that while using oral-b brushheads, version unknown, the bottom kept popping off which made the brush head loose in his mouth and it hit him in the gums, making his gums sensitive. He reported it also caused sores which were little nicks (raw spots) on his bottom lip. He reported he used the product twice daily, and discontinued product use 3 to 4 days ago and threw out the product. He stated that instead of having to replace the brush head every 3 to 4 months, he had to replace it every 3 to 4 weeks. The consumer reported he used (B)(6) for treatment, and his lip recovered a couple of days later. He did not seek medical attention. The case outcome was recovered. Patient history: drug allergy- sulfa. Concomitant product: oral-b power rechargeable toothbrush handle vitality 3709. No further information was provided.